Event description:
A peritoneal dialysis (pd) patient reported that during a fill cycle there was fluid leaking from the cassette door. She discontinued treatment with the cycler and switched to manual treatment. When she was removing the set she found a small hole on the back of the cassette in the membrane. She was advised to contact her pd nurse. The set was discarded. During follow up the patient reported that her effluent remained clear. She did not have any signs of infection. She was not prescribed any antibiotic. Her pd nurse confirmed the patient had no complications and was able to complete treatments as expected. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.